Event description:
It was reported that an interlink t connector leaked while in use with a blood specimen device, resulting in blood loss to a patient. It was reported that while drawing blood, the septum of the t connector leaked at the hub and collapsed when the blood specimen device (non-baxter product) was removed. The incident occurred on a patient in the nicu (neonatal intensive care unit). The amount of blood loss was not specified, however, was further described as ¿significant¿ and required the patient to have a blood transfusion. At the time of this report, the patient¿s condition was reported to be stable and the patient was recovering from the event. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient's exact age is unknown, but the patient was reported to be (B)(6). Should additional relevant information become available, a supplemental report will be submitted.